Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed. The customer reported complaint was confirmed. The probable root cause was due to a defective printed wire assembly. The printed wire assembly was replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the top rear label was ripped and the device displayed an error code 1230. The event occurred during testing.